Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Lack of information, cause of endoleak cannot be determined. Conclusion: lack of information cause of endoleak cannot be determined.

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter abdominal aortic aneurysm approximately one month ago. The aortic neck was 45 mm long, it was 21 mm in diameter proximally, the mid section was 20 mm in diameter and distally it was 21 mm in diameter. The iliac arteries were 15 mm in diameter bilaterally and they were calcified. It was reported that after the stent graft was implanted that there was a type IV endoleak. The patient will return for a 30 day follow up for evaluation of the endoleak. No additional clinical sequelae were reported and the patient is fine.